Event description:
Pediatric patient brought for MRI under sedation needing constant monitoring of oxygen/blood pressure/respiration monitoring. Machine not functioning post patient being medicated. Procedure aborted. Later got report monitor is working. Pediatric patient brought to MRI. Monitor on and functioning for 15 minutes patient medicated and machine again not picking up oxygen for 10 minutes. After trial and error it worked and again during procedure stopped picking up for another 5 minutes. Again with adjustments function resumed. Patient therefore appeared to be doing fine but equipment could not be used to confirm this for an extended period of time. The following cables and sensor were replaced: #9240-standard ECG lead wire & cable set, # 9399a-fiber optic spo2/grip sensor, #9467-grip sensor.